Event description:
The device reportedly displayed ECG artifact on the display screen while monitoring a pt. The pt cable, but not the ECG electrodes was swapped and the problems recurred. There was no reported association between the pt's outcome and the reported event. The facility is using "OEM" ECG electrodes. The pt's info was not released.